Event description:
It was reported the patient presented prior to a procedure. Upon interrogation, it was discovered the right ventricular lead exhibited impedance issues and was oversensing noise triggering several inappropriate shocks. The right ventricular lead was capped and replaced on 4 may 2022. The patient was discharged after the procedure.